Event description:
It was reported that the device had low flow rate which was resolved with replacement of the bezel and performed some calibrations to get the flow rate in range but now the pressure rate is too low and replaced both pressure sensors and performed several calibrations but it is still too low on the pressure rate. After performed tests to the lvp and it was in range with the specifications given by the preventive maintenance. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No product will be returned.